Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use.

Event description:
Healthcare professional reported "implant is 1,5 mm length instead of 6 mm as expected" against the xen®45 gts. Affected eye is right. The device remains implanted.